Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device has been investigated in our laboratory at b. Braun melsungen ag, (B)(6), germany: we received one used and approx. 30% filled easypump ii lt 270-27-s without packaging. Weight of the sample in received condition: 175.1 g. The following investigations were conducted: visual inspection: as-received condition the patient connector was open. After opening the big top cap and removing the closing cap, we detected solution at the filling port (lli-cone). Damages that would lead to a malfunction were not detected at the sample. Functional inspection: the sample was taken to a functional test respectively a leak test was carried out. Therefore, the pump was filled up to the nominal volume of 270 ml with nacl 0.9 %. After starting the pump, the pump is working immediately (solution was running). We detected no leakages at the sample. Physical inspection: furthermore, the flow rate of the pump was tested. Nominal: 10 ml/h. Actual: 12.8 ml in 1 h; 24.7 ml in 2 hrs; 171.2 ml in 19 hrs. The flow rate of the inspected pump is within our specifications. Summary and assessment: a too fast flow (as described by the customer) was not detected at the sample. Based on the conducted investigations the tested sample is within the specification according to the flow test. Therefore, the complaint is considered as not confirmed. Device history record (DHR): reviewed the DHR for batch 20k04ge221, there is no abnormality and no such defect detected at in process and at final control inspection.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report # (B)(4): the complaint is under evaulation. A follow-up report will be provided as soon as investigation results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility / translation of user facility information by bbm sales organization in (B)(6): pump-flow rate-fast fast flow, 9 /10 hours instead of 12 hours.